Event description:
Reporter stated that caller from account stated that the unit was potentially underfilling final containers based on complaints from two experienced home tpn pts that bags of tpn were empty approx an hr before they should have been. Neither pt had experienced any adverse events as a result. Programmed volumes and volume displays on the unit were in agreement for the bags in question. IV infusion pump used by pts were tested by the facility and errors in pumping rates could not account for infusion of the tpn in 11 rather than 12 hrs. The unit was sent to product services for eval.